Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the sureform 60 instrument (part: 480460-09 /l10220921-0639) which was analyzed by failure analysis (fa) and found to have no physical damage; the instrument passed all in-house testing and successfully fired the blue sureform 60 instrument reload included with the return. The customer reported complaint could not be replicated nor confirmed. An additional observation not mentioned by the site but found during fa was higher than normal friction of the roll motion when actuated which can be attributed to manufacturing. Isi also received the blue sureform 60 instrument reload which was analyzed by fa and found to be unfired and undamaged. As previously stated, in-house testing was performed and the reload was fired using the sureform 60 instrument without issue. A review of the instrument logs show part number 480460-09, lot number l10220921-0639, was installed on the system 4x and fired 3 reloads (1 white, followed by 2 blue). On installs 1 and 3, there was 1 successful clamp, followed by the firing with 1 pause for compression on each. On install 2, the system failed to detect the reload color and the user manually selected the blue reload via the gui on the ssc touchpad. Clamping was successful, and firing was completed with no pauses for compression. On install 4, the logs show the user made a completed clamp, but no firing was attempted. The logs show no record of an unclamp event following this clamp. There were no stapler related errors in the master supervisory controller logs, and no indication of the manual release knob use or the e-stop button being pressed during the procedure. The next event logged in the digital signal processor logs is the install of a new stapler, part number 480460-09, lot number l12220830-0482, ~8 minutes after the clamp event. It is not determinable through the logs, how the stapler was unclamped and removed. The isi clinical sales representative (csr) obtained the following information through a conversation with the surgeon: the bowel was clamped with the sureform 60 instrument and when attempting to reposition, the surgeon was unable to open the jaws and release the bowel. Because the emergency stop button had not been pressed, the attempt to use the manual release knob was unsuccessful. While on the phone with technical support, the surgeon was able to pull the tissue from the jaws with the cadiere forceps. Once the tissue was freed the instrument was removed and replaced with a back-up to continue the procedure. There was no injury to the tissue or interventions performed.

Event description:
It was reported that during da vinci assisted sigmoid colectomy surgical procedure, the sureform stapler 60 instrument was stuck on the tissue. The customer removed the instrument from the tissue. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting stapler stuck issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. It was removed from the tissue. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. No site visit was conducted. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video was available for review. A review of the instrument logs for the sureform 60 stapler (part number 480460-09/ lot/serial# l10220921 0639) associated with this event has been performed. Per the review, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 on system sk2974. The alleged instrument had 9 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that a staple instrument became stuck and tissue was stuck to the reload after firing with unknown cause. Medical intervention may be required in the event that the staples cannot be released from the target tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.